Event description:
The customer reported that on (B)(6) 2012 erroneous cardiac troponin (accutni) results were generated from a unicel dxc 600i synchron access clinical system for two patient samples. The customer obtained an erroneously elevated accutni result within the risk stratification range for one patient and a lower than expected accutni result within the risk stratification range for the second patient. Repeat testing of the original samples was performed on an alternate access 2 instrument and produced a lower result still within the normal reference range for the first patient, and a higher result above the acute myocardial infarction (ami) threshold for the second patient that better matched their clinical presentation. The repeat results were regarded as valid and reported outside of the laboratory. The initial, erroneous accutni results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected in lithium heparin plasma tubes and centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that all four levels of accutni quality control (qc) data generated prior to the event were within the customer¿s established ranges. However, on the date of the event, both the low level and the level one qc results were out of range high and both the level two and level three qc results were out range low. A system check performed prior to the event met instrument specifications. A calibration performed prior to the event was accepted as passing and possessed acceptable coefficients of variation.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the aspirate probes and repeated a routine system check which passed within instrument specifications. The fse performed precision testing for all four levels of the accutni quality control with no documented issues noted. After completion of the necessary and verified repairs, the instrument was returned back into operation. In conclusion, faulty aspirate probes were the likely cause of the event.